Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this 85 y/o male patient's right shoulder was revised. Revision of the humeral liner tray in glenosphere, surgeon revised to a 42+4 glenosphere, a +5 adapter tray and +2.5 42 liner. Patient was last known to be in stable condition following the event. No x-rays provided, unable to obtain. Images attached. No product return patient wanted of them.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Event description:
It was reported that this 85 y/o male patient's right shoulder was revised. Revision of the humeral liner tray in glenosphere, surgeon revised to a 42+4 glenosphere, a +5 adapter tray and +2.5 42 liner. The reason for the revision was due to a fall with dislocation and dissociation of liner. Patient was last known to be in stable condition following the event. No x-rays provided, unable to obtain. Images attached. No product return - patient wanted of them.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.